Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose values were 24.3 mmol/l and 24.5 mmol/l. The customer also reported that the insulin pump had received sensor updating/ sensor glucose value not available and change sensor alerts. The customer was treated with insulin pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.